Event description:
It was reported that when the tilt function on the table was used, the locks did not hold leading the table to swing in the opposite direction and causing the patient to fall.

Manufacturer narrative:
Per the information obtained from the device evaluation and interviews, no issues with the table were observed. The table passed the preventive maintenance check and the reported malfunction was deemed as not reproducible by the field service engineer. No response was obtained from the hospital pertaining to the patient status and/or the reported table malfunction. There is no evidence or information that point towards an inadvertent use error by the hospital personnel. There are several factors that could have caused the reported malfunction but there isn't enough evidence/information available to point towards a single factor. The root cause of this incident is thus deemed to be inconclusive.

Event description:
It was reported that when the tilt function on the table was used, the locks did not hold leading the table to swing in the opposite direction and causing the patient to fall.